Manufacturer narrative:
Concomitant product: 8100;8600; bd syringe; therapy date (B)(6) 2016. The customer¿s report of an overinfusion of lasix was confirmed. Review of the pcu event log showed that at 2:32 pm on (B)(6) 2016 the syringe module was programmed to infuse furosemide 200mg/20ml at 1ml/hr (dose 10mg/hr). The infusion completed at 8:23 am on (B)(6) 2016. At 8:43 am, furosemide 200mg/20ml was programmed at a rate of 100ml/hr, which changed the dose to 1000mg/hr. Yes was selected in response to the guardrails warning ¿dose exceeds guardrails limit of 25mg/hr. Proceed?¿ the device alarmed for check syringe shortly after and the infusion was not started. At 8:45 am, the infusion was reprogrammed with a rate of 10ml/hr, which changed the dose to 100mg/hr. Yes was selected in response to the guardrails warning ¿dose exceeds guardrails limit of 25mg/hr. Proceed?¿ and the infusion was started. At 10:35 am, the device alarmed for near end of infusion. At 10:45 am, the infusion completed. At 10:52 am, the device was channeled off, shutting down and powering off the system. Based on the volume delivered and the volume detected at the start of the infusion, the log shows there was approximately 0.535ml remaining in the syringe. The root cause of the overinfusion of lasix was identified as user programming. Devices not received, log review only.

Event description:
The customer reported that the pump was to deliver a continuous infusion of lasix 10mg/ml at 1ml/hr with a syringe volume of 20ml. Two hours and 15 minutes later, when the syringe was checked, there was only 0.5ml left. There was no report of patient harm.